Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported no insulin was observed to be dripping out of the infusion set tubing during the load fill tubing sequence. An infusion set tubing change was performed and insulin once again did not drip out of the infusion set tubing. A cartridge and infusion set change was performed resolving the issue. Blood glucose level was 307 mg/dl.